Event description:
Reporter called and stated that the head will run up correctly but it will come back down on its own. Possibly a drift or electrical. Reporter stated that it will take quite a while for the head to run all the way back down. No injuries reported.